Manufacturer narrative:
The customer reported complaint that the autopulse platform (B)(6) displayed "analyzing patient size" and the platform would not size the patient was confirmed in the archive data and during functional testing. It was determined that defective load cell modules were the root cause of the reported issue. The cracked enclosures and top cover, and defective load cell modules were likely attributed to mishandling, such as a drop. The customer reported a complaint that the autopulse platform displayed fault 16 (timeout moving to take-up position) when tested with the manikin back at the station was not confirmed during the functional testing and no issues were found that could cause fault 16. During visual inspection, unrelated to the reported complaint, the front, and bottom enclosures were observed with multiple cracks in the screw well area and the top cover had cracked multiple screw bosses. The observed physical damages, which were unrelated to the reported complaint, resulted from harsh impacts caused by user mishandling. The front and bottom enclosures, as well as the top cover, were replaced to address the issues. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The archive data showed that the autopulse platform displayed a multiple user advisory (ua) 18 (max take-up revolution exceeded) and fault 16 (timeout moving to take-up position) during take-up around the reported event date, thus confirming the customer complaint. Functional testing could not be completed as the autopulse platform failed to execute the lifeband take-up and displayed the user advisory (ua) 18 (max take-up revolution exceeded), thus confirming the reported complaint. User advisory (ua) 18 occurs when the driveshaft has traveled past the maximum number of allowed revolutions without detecting a patient. When the user presses the start button, the driveshaft turns and tightens the lifeband around the patient's chest. The take-up position is achieved when the load cell modules sense an additional 6 lbs. Of load compared to the pre-take-up load. The load cell characterization test results on this platform confirmed that both load cell modules were defective, which caused the (ua) 18 advisory message. Following the service, including the replacement of both load cell modules, a load cell characterization test was performed again and confirmed both cell modules were functioning within the specification. The autopulse platform was then subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
Patient 2 of 2. The autopulse platform (B)(6) was used to resuscitate a large in size patient. The autopulse platform displayed a prompt: "analyzing patient size" and the platform would not size the patient. The crew switched to manual CPR. The customer did not provide any further information. The patient's status information was requested but the customer did not provide a response. The platform was tested with the manikin back at the station and displayed a fault 16 (timeout moving to take-up position) message.